Event description:
An ocd rep reported that a customer had observed false negative hbsag results on multiple pt samples using the vitros hbsag assay on the eci analyzer. Positive results were obtained using an alternate method. No pt results were reported. False negative hbsag results could present a risk to public health. There was no report of pt harm as a result of this event.